Event description:
It was reported left hip revision surgery performed due to failed total hip arthroplasty. Massive tumor formation in and around the implant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This complaint has been reopened due to additional medical information received due to the patient's legal claim. It was originally reported that a left hip revision surgery was performed due to failed total hip arthroplasty and alleged massive tumor formation in and around the implant. During revision the bhr cup and the bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Review of the provided implantation report did not reveal any inconsistencies related to the surgical technique that could explain the later revision. According to the provided revision report, the postoperative diagnosis was failed arthroplasty and possible infection. The devices were well fixed, there was purulent appearing material, reactive fibrinous exudative tissue lining at the hip capsule. Based on the provided information the implant failure cannot be further specified and it remains unclear whether in fact an infection occurred. An infection occurring 8 years after implantation would be classified as late infection, which are normally hematogenously acquired and not the result of an intraoperative contamination. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.